Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl. Manual insulin injections were administered to address bg. Customer alleged the pump stopped delivering insulin. Customer reverted to using manual injections for insulin therapy. No further information was provided regarding the event. Customer declined tandem technical support's offer to perform a pump system check as the customer received another pump and resumed pump therapy.